Manufacturer narrative:
Concomitant medical products: 690r30, implanted on (B)(6) 2020. 680r28 heart ring, implanted on (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported one day post-operatively that the right ventricular (rv) lead dislodged. The rv lead exhibited intermittent capture at maximum outputs. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.